Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional regarding a patient who is implanted with a neurostimulator for non-malignant pain. It was reported that they attempted to use MRI mode on the patient programmer, and it showed eos (end of service). The patient stated that ¿they¿ turned stimulation off. There was no allegation of dissatisfaction with the longevity of the device and no patient symptoms mentioned. The date of the end of service was first displayed is unknown; however, the patient has been implanted with a rechargeable implantable neurostimulator for less than one year. There were no patient symptoms or complications reported.